Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead was unable to be implanted as the lead body rotated when trying to extend the helix. The atrial lead was replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events were ¿the part of the j-type stylet curve got the load, and the lead body seemed to have rotated together¿ and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray examination showed that the inner coil at the connector region was over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. The cause of the reported event of helix mechanism issue was isolated to the inner coil being over-torqued and helix clogged with blood.